Manufacturer narrative:
Concomitant product: 4023, lead, implanted: (B)(6) 2003, explanted: (B)(6) 2016.

Event description:
It was reported that the patient experienced dizziness, discomfort and general weakness and presented to the hospital. A device interrogation indicated intermittent right ventricular (rv) lead capture and as a result, the implantable pulse generator (ipg) was pacing below the programmed rate. The physician performed manual testing of the rv lead, which showed a threshold increase and the physician then added that the ipg capture management did not adapt to the increase in threshold value. The ipg was explanted and replaced and the rv lead remains in-situ and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned for analysis, analysis was performed and no anomalies were found. Performance data collected from the device was also received; analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.